Event description:
It was reported that the patient had an onset date for infection of (B)(6) 2020. The patient was reportedly admitted the entire time. On (B)(6) 2021 the patient had their pump explanted due to a driveline, pump infection, as well as cardiac recovery. The patient was not implanted with another mcs device. It was noted that the device operated as intended. It was also noted that the patient passed away after the explant. No additional information was provided.

Manufacturer narrative:
Section b3: event date is estimated. Manufacturer's investigation conclusion: no device-related issues were identified during the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), and a direct cause for the patient¿s infection could not be conclusively determined. The pump was returned assembled with the driveline cut approximately 3.5 inches from the pump housing. The remaining segment measuring approximately 29 inches was also returned and had evidence of a previous driveline repair. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The inflow flex section was cut midway through. Approximately 4 inches of the sealed outflow graft and outflow graft bend relief were returned attached to the pump. The bend relief collar was returned attached around the outflow graft and bend relief hardware. The outlet elbow was returned attached to the pump. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of vad-62539 revealed no evidence of depositions or thrombus formations. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Examination of all of the underlying wires under a microscope along with high potential testing did not reveal any insulation breaches that would have contributed to an electrical short. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 24jul2017. The heartmate ii lvas instructions for use (IFU) is currently available. Infection is listed as an adverse event that may be associated with the use of heartmate ii lvas. The IFU contains information on controlling infection in the patient care and management section. Heartmate ii lvas patient handbook section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.